Manufacturer narrative:
(B)(4).

Event description:
Home monitoring alerted for possible lead issue due to oversensing. The patient came in for a follow up. A chest x ray was performed and the leads had pulled back. A lead revision was performed, the physician added slack and repositioned the ra and rv leads. The leads were tested with a psa before attaching to the ICD and all measurements were within normal limits. The leads were tested again once inserted into the device and all measurements were normal. When the device was placed in the pocket, abnormal sensing was observed. The physician attempted to unscrew/rescrew the rv lead; he cleaned the pin and reinserted it all with the same outcome. The physician commented that the set screw of the rv lead seemed loose compared to the atrial set screw. The rv lead was connected to a psa and noise could not be reproduced. The ICD was explanted and replaced. The leads were connected to the new ICD and tested fine, but noise was again observed when the ICD was placed in the pocket. This rv lead was capped and replaced. ICD will be returned for evaluation.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.